Manufacturer narrative:
Product complaint #: (B)(4). Device not returned; photo analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: photo analysis: one picture was received to ethicon inc for evaluation and upon visual inspection it was observed a label sealed overwrap packet of product code nw3366, lot # b8001. In addition, the barcode qr was readable with the scanner, however the last five digits do not match with the lot number. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please confirm if the vendor is authorized by jnj? Could you please provide the attachments for the products traceability information from edc and rdc? Is there an indication of how the product was distributed? Is there any indication of the source? Was the device used on a patient? If so, was there any patient consequence? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
The global security team performed the pre-enforcement action market survey, and suture samples were purchased from dr. (B)(6) lifescience and found to be counterfeit. There was no patient involvement. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/3/2022. Additional information: h6 component code: g07002 device not returned. H6 component code: c22 - photo analysis. H3 investigational summary: investigation: received sample was subjected to investigation in order to identify the novelty of the product. Following is the detail of the evaluation performed during investigation. Visual comparison of complaint sample with retain sample: received complaint sample photograph was visually inspected and compared with retain sample of product code nw3336 and lot b8001. Upon visual inspection it has been observed that the product packing was not matching with retained sample. Complaint sample single barrier folder photograph was compared with retained sample single barrier folder and discrepancy was observed in complaint sample with respect to ethicon approved artwork, color coding, ink type, product artwork writing style font and folder cutting. In addition, 2d barcode scanning was performed over single barrier folder and non-compliant results were observed. Conclusion: complaint sample and retain sample comparison including visual inspection revealed that complaint sample is not a genuine product manufactured at ethicon aurangabad india site. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.